Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 24, 2023 sampling from: all channels cfu: <1cfu bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide rod lens (2x) --- cracked - bending section rubber glue ---separated - bending tube ---shorten - connecting tube ---dent - scope cover ---scratched - air/water cylinder ---scratched - suction cylinder ---scratched - plug unit --- damaged - bending tube ---movement housing - biopsy channel --- preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not yet been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide details on the precleaning process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. It was confirmed that if manual cleaning was not performed within 1 hour after the procedure, pre-soaking was performed. The device passed the leak test. During manual cleaning, the detergent used was neodisher. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. It was unknown if the device was rinsed before manual disinfection. The automated endoscope reprocessor (aer) used was steelco ew2 with neodisher sc detergent and neodisher septo disinfectant. All channels were connected with tubes when setting up the endoscope in the aer, and the concentration and expiration date of the detergent/disinfectant were controlled. The water quality was controlled by filter and uv light and the filter was replaced periodically in accordance with the instructions for use. The device was dried by the dry process of the aer and stored in a drying cabinet. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during routine culture of the evis exera iii colonovideoscope, the device was sampled three times and did not pass the microbiological tests. The first test was performed on 23 june 2023 and detected 96 colony forming units (cfu) of enterococcus on the first flush through the suction channel. The brush by the suction cylinder was overgrown with staphylococcus aureus. The second test was performed on 28 june 2023 and detected 203 cfu of an unknown microbe from the suction cylinder brush. The final test was performed on 4 july 2023 and detected 31 cfu of cellulosimicrobium cellulans at first flush through the suction channel, and 500 cfu cellulosimicrobium cellulans and staphylococcus epidermidis on the brush through the suction channel. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.